Event description:
On (B)(4) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a pre-operative event involving an implantable pump. On (B)(6) 2016, before the operation, the pump was unpacked from the box. The hcp tried to start the pump for pre-programming and there was no response from the pump noticed. The pump did not respond to n'vision (8840) programming. The pump was never in contact with the patient. The pump was not implanted and never used. The pump was immediately replaced with a new pump. The broken pump would be returned for analysis. There was no reported harm, injury or death. There were no further actions required as a result of the event.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-05-26, additional information was received from a foreign manufacturer representative (rep). The device information was updated. It was also noted the patient was fine because the pump was never implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.